Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: launcher 7f ebu3.5 sh. (B)(4). The device was not returned for analysis. The investigation determined the reported failure to advance, difficult to remove and unstable stent appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid-left anterior descending coronary artery that was moderately tortuous, mildly calcified and 100% stenosed. After pre-dilatation, a multi-link 8 2.75 x 28 mm stent delivery system (sds) was advanced toward the target lesion but did not cross the lesion due to resistance with the patient anatomy. When the sds was removed from the patient anatomy, the stent was found to be unstable. It had become loose and moved 3 mm in a distal direction however it remained on the balloon. There was reported resistance during advancement and removal of the sds from the patient anatomy. The device was replaced with a multi-link 3.0 x 28 mm stent which was implanted without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.